Event description:
It was reported by service report that the foot left siderail would not latch on the bed. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Timing link assembly.